Event description:
It was reported that during an indirect decompression spacer implant procedure, the physician applied excessive force on the driver wherein causing the spindle cap to snap off of the implant. The physician did not gear-shift the inserter and it was properly connected to the implant. A different device with the same model number was used to complete the procedure successfully. The patient was doing fine post-operatively. The device was not returned as it was discarded by the medical facility.